Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low amplitude signal measurements resulting in the smartpass feature becoming disabled two days post implant. Subsequently, t-wave oversensing and oversensing of noise was observed and resulted in delivery of an inappropriate shock. The primary sensing vector was reprogrammed, however, t-wave oversensing continued to be observed. Surgical intervention was undertaken. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. This s-ICD and electrode remain implanted at this time. The physician will work with the patient to plan removal on a future date. No additional adverse patient effects were reported.